Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the physicians had slipped during the deployment of the stent graft resulting in inaccurate placement. The stent graft was placed lower than intended. The physician elected to implant an aortic cuff. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.